Event description:
It was reported that the mount is loose. It was discovered during an unknown procedure. It is unknown how the procedure was completed and there were no patient consequences reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.